Manufacturer narrative:
The citation of the attached literature article is as follows: pruski et al mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge, vasc endovascular surg (2017 feb); 51(2): 67-71. Please note that the event date (section b3), expiration date (section d4), and the manufacturing date (section h4) were unknown. UDI number (section d4): *+m465mx67210k* note: pi number is unknown as the lot number was not provided. Section e1 phone: +4578450000 the study took place between 2012 and 2014 and the device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, the root cause of the reported event could not be determined. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lhr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental report will be filed. This is one of six medwatch reports involved with the literature article. The associate manufacturing report numbers are the following: 3004939290-2017-00051, 3004939290-2017-00052, 3004939290-2017-00053, 3004939290-2017-00054, 3004939290-2017-00055, and 3004939290-2017-00056.

Event description:
According to the literature article "mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge," a patient had a small abscess in the vicinity of the puncture site that was treated with incision and oral antibiotics. No patients required hospitalization. No late bleeding and no hematomas greater than 6 cm were noted. Additional information was requested, but was unknown.